Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: where opening of tube meets the uterus / failure to occlude'), embedded device ('malposition of essure device location of device: uterine wall lining'), device expulsion ('malposition of essure device location of device: uterine wall lining/malposition of essure device location of device: uterine wall lining'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia) / excessive bleeding') and incontinence ('bladder or urinary problems or changes: incontinence') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included oral contraceptive from 2001 to (B)(6) 2005, appendicitis, flank pain, nausea, hematuria, appendectomy, cytology nos, pelvic pain and migraine. Concurrent conditions included menometrorrhagia, dysfunctional uterine bleeding, endometrial polyp, endometrial curettage, stress urinary incontinence, contusion, laceration, hematoma, vaginal epithelial disruption, gallbladder drainage, tenderness, ovarian cyst, uterine tenderness, ulcerative colitis, endomyometritis, nabothian cyst, dysplasia, pneumoperitoneum and urothelial carcinoma urethra. Concomitant products included acetylsalicylic acid (aspirin), azelastine hydrochloride (optivar), cetirizine hydrochloride (zyrtec), fluticasone and levonorgestrel (mirena) from (B)(6) 2005 to (B)(6) 2007. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced incontinence (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (on (B)(6) 2007 underwent ablation, d&c, tvt: tension free vaginal tape and total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, embedded device, device expulsion, vaginal haemorrhage, incontinence and female sexual dysfunction outcome was unknown, the menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the dyspareunia was resolving. The reporter considered abdominal pain lower, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, incontinence, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy: date of removal as per pfs (B)(6) 2007 & as per mr removal details (B)(6) 2012. Tubal ligation done on (B)(6) 2005 . Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, vaginal hemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs & mr received. Previously reported event "injury nos" replaced with "apareunia (inability to have sexual intercourse)" new events- abnormal bleeding (vaginal, menorrhagia), incontinence, dysmenorrhea (cramping), lower abdomen pain, painful sexual intercourse, the plaintiff did not undergo an essure confirmation test, migration of essure device location of device: where opening of tube meets the uterus / failure to occlude, malposition of essure device location of device: uterine wall lining", concomitant&treatment drugs, reporter¿s information, patient¿s demographics added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: where opening of tube meets the uterus / failure to occlude'), embedded device ('malposition of essure device location of device: uterine wall lining'), device expulsion ('malposition of essure device location of device: uterine wall lining/malposition of essure device location of device: uterine wall lining'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia) / excessive bleeding'), urinary incontinence ('bladder or urinary problems or changes:incontinence') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included oral contraceptive from 2001 to (B)(6) 2005, appendicitis, flank pain, nausea, hematuria, appendectomy, cytology nos, pelvic pain and migraine. Concurrent conditions included menometrorrhagia, dysfunctional uterine bleeding, endometrial polyp, endometrial curettage, stress urinary incontinence, contusion, laceration, hematoma, vaginal epithelial disruption, gallbladder drainage, tenderness, follicular cyst of ovary, uterine tenderness, ulcerative colitis, endomyometritis, nabothian cyst, dysplasia, pneumoperitoneum and urothelial carcinoma urethra. Concomitant products included acetylsalicylic acid (aspirin), azelastine hydrochloride (optivar), cetirizine hydrochloride (zyrtec), fluticasone and levonorgestrel (mirena) from (B)(6) 2005 to (B)(6) 2007. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced urinary incontinence (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), dyspareunia ("painful sexual intercourse"), genital haemorrhage (seriousness criterion medically significant) and metrorrhagia ("metrorrhagia (bleeding between periods)"). The patient was treated with surgery (on (B)(6) 2007 underwent ablation, d&c, tvt:tension free vaginal tape and total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, embedded device, device expulsion, vaginal haemorrhage, urinary incontinence, female sexual dysfunction, genital haemorrhage and metrorrhagia outcome was unknown, the menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the dyspareunia was resolving. The reporter considered abdominal pain lower, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, urinary incontinence and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy: date of removal as per pfs (B)(6) 2007 (B)(6) 2008 & as per mr removal details (B)(6) 2012. Tubal ligation done on (B)(6) 2005 discrepancy noted in date of insertion- (B)(6) 2005, (B)(6) 2005 patient received treatment for events - dysmennorhea, apareunia, migration, bladder/urinary problems-incontinence concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, vaginal hemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received-new events metrorrhagia (bleeding between periods), general abnormal bleeding were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.